Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the valved trocars were leaking during an unspecified number of vitreoretinal procedures. The procedures were completed without patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. A device history record review for each of the component lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. No sample was returned and the device history record review of the lot number provided indicated product was released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. In order to improve performance of the valves an investigation was opened. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.

Event description:
Additional information was received indicating that the procedures were completed without patient harm. This is one of two reports being filed for this facility. This report is for male patients.